Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the surgeon was performing a trochanteric fixation nail advanced procedure. When the surgeon inserted the blade guide sleeve with buttress nut attached into the aiming arm, it appeared to be cross threaded and would not advance forward or backwards. The aiming arm was removed with guide sleeve and buttress nut attached. The procedure was successfully completed with a second set. It was reported that there was very minimal delay to the surgery. There was no patient consequence. Concomitant device reported: unknown tfn nail (part #: unknown; lot #: unknown; quantity: 1). This report is for one (1) buttress/compression nut. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary. Investigation flow: device interaction/functional. Visual inspection: the buttress/compression nut (p/n: 03.037.016, lot #: 9397799) was returned and received at us cq. Upon visual inspection, it was observed that the device was received assembled with the blade/screw guide sleeve (p/n: 03.037.017, lot #: 6941077). No other issues were observed wit the returned device. Functional test: during functional test, the compression nut was freely able to rotate on the guide sleeve but the guide sleeve was not able to disassembled from the 130 degree aiming arm. The features likely responsible for the confirmed condition are inaccessible due to the assembly issue. Both the aiming arm and blade/screw guide are investigated separately. The compression nut was not able to be disassembled as the mating device blade/screw guide sleeve was unable to disassemble from the aiming arm. Dimensional inspection: a dimensional inspection was not performed as the complaint relevant components were inaccessible without destruction of the device. Documentation/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The device received was not able to disassemble. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the buttress/compression nut (p/n: 03.037.016, lot #: 9397799) but the received condition of the device does not agree with the complaint condition as the cause of the issue is traced to the mating device blade/screw guide sleeve unable to disassemble from the aiming arm, due to which the compression nut was not able to be disassembled. The features likely responsible for the confirmed condition are inaccessible due to the assembly issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot product code 03.037.016. Lot#: 9397799. Manufacturing site: haegendorf. Release to warehouse date: mar. 13, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.